Event description:
Patient death. During initial graft deployment the posterior wall of the aorta was torn after balloon inflation. Balloon inflation was maintained and the graft deployment completed. A second balloon was introduced and inflated in a suprarenal position to maintain hemostasis while the delivery catheter was removed. The patient was then converted to open reapir. The physician noted that the aortic wall was friable. The patient subsequently expired due to cardiac complications.